Event description:
Carelink transmission report noted 7022 ria ta capped/ usable at changeout. Low amplitude r waves. Per diq. Lead was capped in 2014. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).